Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to an md letter only. Without a lot number a review of the manufacturing records could not be conducted. The md letter notes the patient experienced fungal infection. While there is no indication in the provided information that the fungal infection experienced was mesh related, in regards to infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the currently available information, no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: patient underwent an unspecified procedure with implant of an unspecified "marlex" mesh (alleged bard/davol). On (B)(6) 1991- patient underwent an unspecified surgical procedure which included excision of exposed vaginal "marlex" mesh. On (B)(6) 1991- patient had an md follow up office exam with no complaints of incontinence and it was noted her exam was unremarkable. Patient was diagnosed with "monilia vaginitis" and was given a prescription for an antifungal cream.